Event description:
The destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). The lad coordinator contacted the MFR to send in a vent filter for analysis and a wave card to be read. The vad coordinator had noticed the pt's pump had been putting out a lot of black dust. The vent port was also clogged with the pump flows seem to decrease during these alarms. The analysis of the waveforms showed high motor current and the pump going into power limit advistory. The vad coordinator stated that the pump continued to alarm along with lowr flows, and the pt had to be hand pumped. The vad coordinator also reported that the pt was taken to the or for a pump replacement. The pt remains stable and on lvad support.